Event description:
A 5.0mm cannulated drill failed during a surgery. The broken tip was confirmed on CT afterwards to be left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.